Event description:
On (B)(6) 2006, the patient was implanted with an scs system. On (B)(6) 2010, patient had a pns lead added to her existing scs system. It was reported that during the programming session for the pns lead the patient felt a jolting sensation after a program was saved or stimulation was turned off. On (B)(6) 2010, it was reported that the patient feels shock at home when using the patient programmer, and regardless of the program used or the amplitude setting. On (B)(6) 2010, it was reported that the patient feels the jolting sensation when she used the patient programmer at home when using only certain programs. Both the scs system and the pns lead are still implanted in the patient.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.